Event description:
The operator of a syngo lab data manager application software observed results for gentamicin, glucose, and total bilirubin that were above the laboratory's critical cutoff but were not held for review by syngo as the laboratory staff had programmed. The laboratory was not able to call with the critical results within their thirty-minutes protocol because the results had not been held for review. The operator stated that a patient's medications were not adjusted in a timely manner. It is unknown if the patient who required an adjustment to medication had been tested for gentamicin, glucose, or total bilirubin. There are no known reports of adverse health consequences due to the syngo lab data manager application software not holding the results above the critical cutoff for gentamicin, glucose, or total bilirubin.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the data files for the syngo lab data manager software application and determined that the gentamicin, glucose, and total bilirubin assays had been incorrectly configured by the customer. The ranges entered for glucose were not referenced in any of the syngo rules and therefore did not work. The customer had manually entered the range for total bilirubin, but did not match what was manually entered to what was inside the syngo rule. For gentamicin, the units selected were correct, but the incorrect option box was selected. The gps specialist worked with the customer site to correct these configurations. The cause of the syngo lab data manager application software not holding the results above the critical cutoff for gentamicin, glucose, or total bilirubin was incorrect configuration by the customer. The syngo lab data manager application software is performing according to specifications. No further evaluation is required.